Event description:
The customer reported that the battery is not staying in. Further information was provided that this symptom was associated with damage to the battery pca pins. There was reportedly no patient involvement.